Manufacturer narrative:
Visual inspection verified a broken seal on the package box. Analysis performed on device indicated normal device characteristics. Longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that, while unpacking stock, the pacemaker technician observed that the security seal on the outer packaging of the pacemaker had been broken.